Event description:
Failure of arthroscopic shaver (arthrex torpedo 4 mm x 13 cm) intraoperatively with shedding of a portion of the arthroscopic shaver 2mm retained. There is a small metallic fragment which is seen in the posterior aspect of the medial compartment. FDA safety report ID # (B)(4).